Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12541. It was reported that the patient is experiencing ineffective stimulation due to invalid impedances on all contacts. The date of occurrence is unknown. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the leads were reconnected but no products were explanted or replaced.